Event description:
As reported via (B)(4), a patient experienced periprocedural myocardial infarction post index procedure based on the cec adjudication minutes. At the time of the index procedure, the angiography revealed 70% stenosis in the mid left anterior descending artery. The indication for the procedure was positive functional study for ischemia. The mlad lesion was described as 10mm in length, class a, severely calcified, and de novo. The lesion was treated with a 3.5 x 13mm cypher rx at 14atm by direct stenting and without post-dilation. It was reported that the ck was 355 (174 unl) and the ck-mb was 5.5 (5.0 unl) at 6-12 hours post index procedure; and the ck was 177 (174 unl), the ck-mb was 5.2 (5.0 unl), and troponin t was 0.03 (0.01 unl) at 16-24 hours post index procedure. As per the adjudication report, there was no admission summary and ECG tracing received from the site. This elevation of enzymes was later diagnosed as a periprocedural pci according to the cec adjudication minutes. There were no procedural or angiographic complications noted and the patient was discharged the following day.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is a (B)(6) male with medical history including mi with pci in (B)(6) 2007, dyslipidemia and hypertension. The indication for the index procedure was a positive functional study without angina. Angiography revealed a 70% stenosis in the mid lad. In (B)(6) 2009, the index procedure was performed for treatment of one target lesion. A single stent placement was successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure, no cardiac enzymes were drawn. Post procedure the ck was 355, the ckmb was 5.5 and the troponin was 0.01. The following day, the ck was 177, the ckmb was 5.2 and the troponin was 0.03. The ECG core lab report is unavailable. Additional information was requested; however, the site responded with "no source". The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15047348 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
Concomitant medications at the time of mi included altace, aspirin, bivalirudin, plavix, lopressor, and zocor. Additional information will be submitted within 30 days of receipt.